Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received for evaluation. A visual inspection found the front casing was broken, the pcb was damaged and the pump elbow was disconnected. During the functional testing, it was found that the front of the device was shattered on the right side. The cause of the issue was found to be customer damage. The front cover was replaced along with the pcb, reservoir gasket, o-rings and the pump elbow was reconnected. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are nknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the front casing of the device was shattered. There are also gaps between the front and back casing on right side. The patient was not harmed in anyway.